Manufacturer narrative:
Citation: gong f., et al. Optimal imaging guidance during transcatheter mitral valve-in-valve replacement in bioprostheses with radiolucent sewing rings. J am coll cardiol case rep., 2020 july; 2(8):1129¿1134. Doi.org/10.1016/j.jaccas.2020.05.073. Earliest date of publish used for event date. Medtronic products referenced: mosaic (PMA# p990064, product code: dye). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a case report regarding optimal imaging guidance for valve-in-valve transcatheter mitral valve replacement (viv tmvr). A (B)(6)-year-old male patient with prior aortic/mitral bioprosthetic valve replacements presented to the hospital with a one-year history of dyspnea on exertion. Transthoracic and transesophageal echocardiograms (tte/tee) revealed severe mitral regurgitation due to a flail leaflet involving the 29-mm medtronic mosaic valve, reduced left ventricular systolic function, moderate right ventricular impairment and severe pulmonary hypertension (no serial number provided). He underwent viv tmvr using a non-medtronic valve with good recovery and follow-up. No additional adverse patient effects or product performance issues were reported.